Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). The first clip delivery system (cds) was advanced to the mitral valve and the clip was placed on a2/p2 and deployed. Immediately, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). A second clip was implanted to stabilize the slda clip, reducing mr to 1+. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. Based on the reported information, the difficulties encountered were the result of anatomical conditions, as the leaflets were reported to be very thin. There is no indication of a product quality issue with respect to manufacture, design or labeling.